Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the ipg reached end of life. It is unknown if this occurred prematurely. Additionally, it was reported that the patient experienced ineffective therapy due to high impedances on half of the lead contacts. The ipg and lead were replaced via surgical intervention on (B)(6) 2025 to address the issues. Therapy was restored post op.